Manufacturer narrative:
It was reported that the ventilator generated inspiratory tidal too high alarms while it was connected to a patient. No part was replaced. Our field service engineer verified the reported alarm in device logs but could not reproduce the problem. The ventilator was returned to the customer and cleared for clinical use after calibration and passed functionality tests to factory specifications. No further issues have been reported. The evaluation of received device logs confirms three occurrences of the reported alarm on (B)(6) 2019 during 10 minutes. There was no technical error reported. The conclusion is that the reported clinical alarm was confirmed but that there is no indication of a technical ventilator malfunction.

Event description:
Manufacturer reference #: (B)(4).

Event description:
It was reported that the ventilator generated inspiratory tidal too high alarms while it was connected to a patient. There was no patient harm. Manufacturer reference #: (B)(4).